Event description:
Upon receipt of the device, the user reported the box of cannula was not shipped in an outer box. The user could not take the box into the operating room. Since the event occurred upon receipt, there was no patient involvement during this event.